Manufacturer narrative:
The head, liner, and stem were removed to address the patient's pain. Pain can be caused by multiple factors, but not limited to surgical technique, implant positioning, and patient-specific factors (e.g. Bone quality). A competitor's head and stem were used during the revision. A nextstep hooded liner was also used.

Event description:
It was reported that the patient was experiencing femoral pain and the femur had to be revised.